Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that this patient with a bioprosthetic mitral valve, implanted for 7 years and 4 months, underwent a valve-in-valve procedure due to mitral stenosis and regurgitation. A tmvr was performed using an edwards transcatheter valve. No additional details were provided.

Manufacturer narrative:
Edwards received additional information through follow up with the healthcare provider. Based on the available information, the root cause of the event was likely due to patient related factors and the progression of the patient's underlying valvular disease pathology.

Event description:
Edwards received additional information through follow up with the healthcare provider that the 29mm transcatheter valve was successfully implanted. The patient also underwent transcatheter aortic valve replacement with a 26mm transcatheter valve. Both valves seated well and the patient was transferred to the ICU in satisfactory condition.